Event description:
Patient reports he has clonus from his hip, that both of his legs started to shake for the last 6 months, but the shaking is increasing, especially since may; pt. Had an adjustment. He is wondering if he needs a decrease in dosage. Lioresal. It was later reported that the patient had told his managing health care provider (hcp) that he wanted an adjustment to his pump because he wanted more baclofen at night because he ¿kicks a lot at night¿. It was noted the hcp was managing 80 people with pumps and ¿didn¿t know how to program it¿. The patient told the hcp¿s office that he wouldn¿t pay his co-pay because the hcp didn¿t program the pump. The patient was supposed to have an appointment on (B)(6) 2013 but the hcp called and cancelled. It was also noted a lot of the patients that went to the clinic were being treated for pain so ¿it¿s like a methadone clinic¿. It was noted patient got refilled every six months and he last had a refill in the end of february. It was reported ¿it was weird because the doctor¿s read out said not until (B)(6).¿ the patient decided to schedule his next refill for (B)(6). The patient planned to continue to work on finding a new hcp. In terms of the ¿kicking at night¿, the patient reported ¿we kind of got the pump up pretty high and the whole bottom of him used to be like steel, which the pump has helped, but now his legs feel a bit weak¿. The patient hadn¿t been able to walk ¿really well¿ so they were trying to get a balance between strengthening his walking and treating his spasms. It was also reported the patient had been having ¿a lot¿ of clonus but it was never so bad that it made him fall. The patient had been having the clonus ¿for a while¿. It was reported currently the patient¿s dosage went up at 11:00 pm and went down at 4:00 am but he was still kicking a lot at night so much that it would wake him¿. The patient thought that had been going on for ¿at least a year¿. It was noted ¿it didn¿t just start the day after we changed¿I think the clonus has been increasing a little bit gradually over time¿. It was also reported when the patient would turn in his seat and his legs were hanging ¿they¿re just going a mile a minute¿. Additional information reported the pump had not improved their quality of life and it had made their legs weaker. It was noted the patient was wheelchair bound. It was stated that after implant they were started at 75 mcg/day which ¿was a gigantic amount for them,¿ so it was reduced down to 30 mcg/day. It was noted they thought their current dose was 157 mcg/day. Patient outcome was not provided.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's symptoms were on going and the patient was not recovered. It was also reported the event was due to the drug process. It was noted troubleshooting, interventions, or other actions were not taken to resolve the event. It was further reported there was no event and the patient only had questions about dosing. The healthcare provider (hcp) was evaluating and changing the dose to the effect he desires.